Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.:the foot pedal was received in fair condition with no physical damages observed. The angiojet ultra system console was not returned for evaluation. The foot pedal was plugged into an angiojet assembly and testing passed. The foot pedal was pressed in the center and in each of the four positions (0º, 90º, 180º, and 270º) ) around the circumference of the foot pedal. The foot pedal was continuously for 1 minute more than five strokes in each of the five position activations and observed each stroke without sticking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that this issue occurred during priming and did not affect the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot pedal was sticking. An angiojet® ultra system console was selected for a thrombectomy procedure. Post-procedure, the foot pedal was sticking intermittently after releasing the foot off the pedal. There were no patient complications.

Manufacturer narrative:
Event date was corrected from (B)(6) 2017 to several months ago. (B)(4).

Event description:
It was further reported that this issue occurred during priming and did not affect the patient.